Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded by the hospital.

Event description:
It is reported that during the surgery with axsos, 2 locking screws can't be inserted completely remaining 3~5mm due to anti thread between a plate and screws. The customer seems to believe that the self tapping of locking screw isn't strong enough to go through far cortex and it gets anti threaded when extra force is given to push them further.